Event description:
Device history record was reviewed, no event linked with the reported issue was found. No device history log reviewed, not applicable for this type of complaint. The reported device was not returned to our laboratory for analysis because it was repair locally. As a result, no investigation could be conducted, and the reported event could not be reproduced or confirmed by our laboratory. However, according to the provided information, the missing screw was in the power supply section, which secures the two power supply boards. Based on the available information, the root cause of the reported issue seems to be related to an oversight when assembling the device. The complaint has been registered for statistical monitoring. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not investigated. The trend is: normal.

Event description:
The following has been reported by customer: missing screw in one of our new pumps, (B)(6). This was a new device that had never been opened. The missing screw was located in the power supply section, which secures the two power supply boards. Additional email (B)(6): since it was commissioned, this device has been used on patients. The issue has been present since it was unpacked but was only discovered when customer dismantled it for the first time to resolve the issue. Reporting as a conservative measure. Adverse effects were not reported. More information is needed to complete the investigation.